Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. The system was cultured and the results were positive for gram negative rods. The fse decontaminated the system. Although this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complains conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.

Event description:
Customer reported that an unspecified number of erroneously low sodium results were generated by the unicel dxc 600 synchron system. The erroneous results were reported out of the laboratory. Once the operator became aware of the erroneous results the system was recalibrated and quality controls were run. All pt samples with low na and cl results were rerun. Amended reports were issued. It is not known if there were any changes to the pts' care or treatment. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.